Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device could not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d10 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia jig would not connect to ankle clamp. It appears to be some sort of mismatch in hole to insert the jig into. No surgical delay.